Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer reported that therapy had never been effective and they did not feel a difference with or without therapy. When the patient's health care provider (hcp) has increased stimulation, the patient could feel a little shiver that then went away. The patient's indication for use is movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-17891.

Manufacturer narrative:
(B)(4).